Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
B5 : product returned; exterior physical visual inspection performed-- passed. Voltage measurement performed --failed. G7 : follow up 001. H6 : 10--testing of actual/suspected device.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.